Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated. There was no patient involvement.

Manufacturer narrative:
Analysis found that the reported complaint of overheating could not be duplicated. Pre-repair temperature test results were as follows: ambient temperature was 82f; at 80k rpm after 20 minutes: nose was 120 f, middle was 120 f, and rear was 95 f. Those temperatures are below f max which is 131f (after 20 minutes run). The handpiece did not pass the earth resistance test. The motor/cable assembly was found faulty and has to be replaced. The bearings and the collar need to be replaced as well. The handpiece has been completely disassembled, inspected and thoroughly cleaned. All parts as mentioned and some additional parts have been replaced. The handpiece has been successfully tested according to manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that intraoperatively, the handpiece overheated gradually during milling at 8000 rpm with milling cutter. The case was completed.